Event description:
Problem with a t-bird vent that did not go into exhale mode. Fortunately, a nurse was at bedside when this happened and immediately took action. Vent was removed from service and tagged out of service. Bio-med picked unit up and inspected unit.